Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of multiple inappropriate shocks. Upon evaluation, it was discovered that the right ventricular lead was dislodged and retracted into the pulse generator pocket. The atrial lead was slightly pulled back but was still implanted in the right atrium with normal function. The patient then underwent a lead revision procedure. During the procedure, it was noted that the right ventricular lead may have lead body damage near the coil. The lead helix was retracted for re-positioning but the helix failed to extend. The lead was then removed and replaced. The patient tolerated the procedure well. There were no reports of adverse effects to the patient as a result of the high voltage therapy or lack of appropriate high voltage therapy. Related manufacturer reference number: 2017865-2019-18157.